Manufacturer narrative:
Upon inspection, the baxter technician found the base plate middle beam and plastic inserts needed to be replaced. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko octostretch accessory. A search of the baxter maintenance records showed baxter performed preventative maintenance on this device in apr 10, 2025. It is unknown if the facility performed any other preventative maintenance on this device. The baxter technician replaced the base cross beam and plastic inserts to resolve. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of an tilted/tipped were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
On 27-jan-2026, a distributor contacted technical service to report that viking m, wheel 75/75 (product code p2040005, serial number (B)(6)), had tilting to one side, unstable. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.